Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient using a small flexnav delivery system with a final implant depth of 5mm. No calcification extending beneath the aortic annular plane in the interventricular septum on (B)(6) 2024, it was reported that a permanent pacemaker was implanted due to advanced atrioventricular block, the patient remain stable throughout the procedure.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted in a patient using a small flexnav delivery system with a final implant depth of 5mm (deeper than optimal 3mm). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.